Event description:
The tech alleged that when the bed was unlocked it would automatically go into the chair position. No pt impact.

Manufacturer narrative:
The tech found the siderail was damaged and the label was torn. The chair button was pressed in by the torn label. The tech removed the obstruction from the chair button to resolve the issue.